Event description:
It was reported that when placing a new foley catheter to replace the expired one in this patient, the operator checked the balloon for air leaks by injecting 10 ml of saline into the balloon. However, the saline could not be aspirated, and this made the new urethral catheter unusable. Therefore, replaced it with another new one to continue catheter placement.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A DHR review is not required as the lot number is unknown. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when placing a new foley catheter to replace the expired one in this patient, the operator checked the balloon for air leaks by injecting 10 ml of saline into the balloon. However, the saline could not be aspirated, and this made the new urethral catheter unusable. Therefore, replaced it with another new one to continue catheter placement.